Event description:
It was reported that pump warranty had expired and pump could not be repaired or replaced, and that insulin gauge did not always accurately display insulin amount in cartridge, leading to insulin and supply waste. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding any corrective actions or event outcome.